Manufacturer narrative:
Based on the claim against the product by the customer noting that the surgeon could not control the articulation of the prograsp forceps instrument properly, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has requested the prograsp forceps instrument for evaluation, but the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy extraperitoneal with lymphadenectomy surgical procedure, the surgeon could not control the articulation of the prograsp forceps instrument properly. The customer replaced the prograsp forceps instrument with a back-up instrument of the same kind and completed the procedure robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.